Manufacturer narrative:
Additional information: b5, h3, h6 and h11. B5: it was reported that a minicap transfer set leaked iodine (previously omitted) at the connection with the minicap. H11: the device was received for evaluation with a minicap attached. Leak, clear passage, and clamp function testing were performed, and a leak beneath the minicap was observed. The transfer set was retested using an in lab mini cap and a leak beneath the cap was observed indicating damage on the female connector was present. The reported condition was verified. The cause of the damage could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked at the connection with the minicap. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.